Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. A side biter clamp was used to complete the prodedure. No additional patient complications were reported.